Manufacturer narrative:
(B)(4).

Event description:
The pump was removed. The pump was infected. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested a follow-up report will be sent if additional information becomes available.